Event description:
The following information was provided by the initial reporter: it was reported that the dosage cord receptacle is damaged and not accepting the male end plug of the dosage cord itself. Additionally, the door to the battery compartment is missing. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found air detector damaged... Found dso (downstream occlusion) seal cracking, found uso (upstream occlusion) seal buckling.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer complaint of "dosage cord receptacle is damaged" was confirmed through visual inspection per pvt (performance verification testing). Remote dose was able to make connection but was unable to fully be plugged in to connector. Replaced remote dose connector. Upon further investigation found lcd lens scratched. Replaced lcd lens. Found air detector damaged. Replaced air detector. Found dso (downstream occlusion) seal cracking. Replaced dso seal. Found uso (upstream occlusion) seal buckling. Replaced uso seal. Found battery compartment dirty. Cleaned battery compartment. Performed pvt, unit passed all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.